Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that during routine culture testing, the colonvideoscope tested positive for 20 colony forming units (cfus) of e-coli. The device was reprocessed and sampled again three days later. The device tested positive for 100 cfu's of enterobactera cloacae and pseudomona aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where the following deviation from the instructions for use (IFU) was confirmed: - drying of the device was not performed. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: distal end cfu: n.d. (Not done) bacterial identification: n/a. Sampling date: (B)(6) 2024 sampling from: all channels cfu: 1 cfu bacterial identification: total aerobic microbial. Sampling date: (B)(6) 2024 sampling from: all channels cfu: <1 cfu bacterial identification: total yeast and mold. Sampling date: (B)(6) 2024 sampling from: all channels cfu: 1 cfu bacterial identification: total anaerobic microbial. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The event may be preventable by handling the device in accordance with the following IFU. - reprocessing manual_ storing the disinfected endoscope and accessories "confirm that all surfaces of the endoscope and accessories are dry." Olympus will continue to monitor field performance for this device.